Event description:
This lead was implanted on (B)(6) 1998 and was capped on (B)(6) 2005. An additional information received on 07/09/2018 stating that this lead had infection. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).